Event description:
It was reported that late last week a screw stripped during a ez flap neuro case. Per nurse to the company representative: there were no adverse consequences with patient, no fragments left.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.